Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male piece in the primary tubing broke off inside the hub of a secondary tubing when it was disconnected to remove air in the line. The infusion of d51/2 normal saline with 20 meq of potassium chloride @ 65 ml.hr. Was paused during the event and restarted after the tubing was replaced; there was no patient harm.

Manufacturer narrative:
The customer¿s report of broken tubing was confirmed. Visual inspection observed that the male luer tip was cracked. Dimensional and functional testing were not possible as the set was received damaged. The root cause of the broken tubing was not identified.